Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition and exhibited low pacing impedance. No programming changes made were reported. The patient status was unknown.